Manufacturer narrative:
Investigation of the complaint issue included review of complaint activity, trending reports, labeling, device history records and field data for the complaint lot. Review of trending reports for the architect stat troponin-I assay did not identify any related trends. Review of device history records for the complaint lot did not identify any potential non-conformances, deviations or non-conformances. Labeling was reviewed and sufficiently addresses the complaint issue. Using worldwide field data the performance of lot 50318un21 was evaluated. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot were within the established limits. Therefore, no unusual reagent lot performance was identified. Based on this investigation, no systemic issue or deficiency was identified for the architect stat troponin-I reagent lot.sections d3, g1 and g2 contact information was updated to reflect the current contact (B)(4).

Event description:
The customer obtained falsely elevated architect stat troponin-I results for multiple patients. The customer uses a normal range of less than 0.03 ng/ml. The following results were provided: patient 1: (B)(6) 2021, sample ID: (B)(6), initial 0.03 and repeat 0.02; subsequent sample ((B)(6)) 0.02. Patient a: (B)(6) 2021, sample ID: (B)(6), initial 0.30 and repeat 0.01; subsequent sample ((B)(6)) <0.01. Patient b: (B)(6) 2021, sample ID (B)(6), initial 0.08 and repeat <0.01; subsequent sample ((B)(6)) <0.01. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Multiple = (B)(6). Patient information: no further information was provided.